Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead had insulation breach, and the inside of the lead was found to have filled with blood. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.